Manufacturer narrative:
(B)(4). The event occurred sometime from (B)(6) 2014. The lot was manufactured from december 2, 2013 to december 3, 2013. The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during patient infusion of fluorouracil (non-baxter product). This was noticed 24 hours and then 48 hours after the start of the infusion. The patient received a chemotherapy drug orally. There was no patient injury or medical intervention associated with this event. No additional information is available.